Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to change out their infusion set but was receiving a compromised force sensor system alarm. They did not complete the rewind process. They were unable to prime the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The drive support cap appeared to be normal. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor(gold). Unable to confirm compromised force sensor system alarm due to motor error alarm. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corner and minor scratches on display window noted.